Event description:
It was reported that during a shoulder procedure, using a smartstitch pp connector, and a perfect passer magnumwire suture cartridge, the device was not capturing the suture from the cartridge. The surgeon alleged that this happened several times, resulting in a 45 minute surgical delay. There were no patient complications reported as a result of this event.